Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of above 3000 ohms. Technical services (ts) recommended further evaluation with the physician. No adverse patient effects were reported. This rv lead remains in service.